Event description:
Additional information was received from the manufacturer representative confirming that the lead did not have to be retunneled during the surgery.

Manufacturer narrative:
Continuation of d10: product ID 3389s-40 lot# va24m5p implanted: (B)(6)2021 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot#: va24m5p, implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 08-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient had stage ii implantation on friday, (B)(6). After system was fully connected, left side displayed impedances greater than 11,000 ohms for c <(>&<)> 3. Bipolar configurations using contact0 <(>&<)> 3 = 7,384, 1 <(>&<)> 3 = 7,443, and 2 <(>&<)> 3 = 6,496. The physician examined lead and extension connection and brain lead looked intact and undamaged. Next, they disconnected left brain lead and connected to right extension and impedance values were still over 11,000ohms. It was determined that the left brain lead was the issue not the extension. They disconnected left lead from right extension and ultimately implanted left lead to left extension and right lead to right extension. At this point, they completed the surgery and patient will be programmed in 30 days or so for his initial programming.